Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe disconnected from the valve of an extension set with one-link needle-free IV connector. It was not specified as to when in the process this occurs. There was no patient involvement. No additional information is available.